Manufacturer narrative:
Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported visible air/bubbles was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During device aspiration, a lot of air bubbles were visible inside the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During device aspiration, a lot of air bubbles were visible inside the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.